Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and two shocks for a rhythm consistent with atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the delivered therapy accelerated the rhythm into ventricular tachycardia (vt), which was then resolved. Technical services (ts) was consulted and determined that the rhythm was already within the vt zone and that the atp contributed to further acceleration. Reprogramming recommendations were provided. No additional adverse patient effects were reported. This ICD remains in service.